Manufacturer narrative:
Dates of event and therapy: dates estimated. The device was not returned for analysis. The exception review or similar complaint review could not be performed as lot number is unknown. All available information was investigated, and a definitive cause for the reported tissue damage could not be determined. The reported single leaflet device attachment (slda) appears to be due to tissue damage. Additionally, the reported mitral regurgitation (mr) is a cascading event of the slda/tissue damage. Furthermore, the heart failure is a secondary effect of mr. The reported patient effects of mitral regurgitation, tissue damage, heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation (mr), heart failure and tissue damage. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Three mitraclips were successfully implanted into the a2/p2 region, reducing mr to a grade of 1-2. On an unknown date, the patient was admitted into the hospital due to heart failure symptoms. Transesophageal echocardiogram (tee) was performed and showed that the clip completely tore off the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), which caused mr to increase. It was noted that a small portion of the anterior leaflet remained inside the clip. On (B)(6) 2020, an additional mitraclip procedure to performed to treat mr with a grade of 3 and stabilize the slda. One clip was successfully implanted between the lateral clip and the other two implanted clips. Mr reduced to a grade of 1-2. No additional information was provided.